Event description:
It was reported that the patients device had migrated after an accident. The patient experienced an inadequate stimulation and over stimulation from the device. All components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2017. D6b: explant date: 2017. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 17717219. Model/catalog description: unique identifier (UDI) #: coverage 32 surgical lead kit 50 cm (B)(4).